Manufacturer narrative:
Not explanted - no autopsy performed.

Event description:
A mitroflow valsalva conduit and crown cna23 were implanted on (B)(6) 2018. On (B)(6), 2018, the patient experienced endocarditis. On (B)(6) 2018, the patient died of sepsis. The functionality of the valve at implant and discharge were not reported. However, it was indicated that there was no central or paravalvular leak at the time of implant.

Manufacturer narrative:
Based on the physician's judgement, there is no link between the patient's endocarditis and the device, and therefore no link between the device and the patient's sepsis and death. The event is not valve-relate and no further investigation is warranted. Updated fields: not available for return.

Event description:
A mitroflow valsalva conduit and crown cna23 were implanted on (B)(6) 2018 as part of a bentall procedure. On (B)(6) 2018, the patient experienced endocarditis. On (B)(6) 2018, the patient died of sepsis. The death was classified as non-cardiovascular. It was reported that blood cultures were performed but were negative, and triple antibiotic therapy was administered. The patient presented with lumbar pain, but no fever. The physician reported that the valve was functioning well prior the event, and that there was no relationship between the patient's endocarditis and the device.